Event description:
Reporter alleged customer was acting funny when sleeping and started kicking at 3 am one morning, so he checked customer's glucose which measured 184 mg/dl. Reporter stated calling paramedics. It was reported paramedics tested customer's glucose on their meter 8 minutes later which measured 41 mg/dl. Reporter indicated customer was transported to the hospital where their device read 37 mg/dl, so customer was treated with an IV and remained hospitalized for 5 days as a result. A request was made for the return of the suspect device and replacement product was sent.